Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was around 260 mg/dl at the time of incident. Troubleshooting was done. The insulin did not exit during prime. The customer disconnected and reconnected the infusion set and reservoir. The insulin did exit during manual prime. The customer stated that the insulin pump froze during fill cannula process. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specifications. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self-tests. The pump was monitored and no unexpected audio/beep anomaly was noted. No unexpected excessive no delivery alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.